Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 1ml 31ga 6mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: customer informs that his son makes use of ultra fine ref 324918. Reported that he made the purchase yesterday at the pharmacy, of a package with 10 units and the lot information, validity and manufacture did not come in the package. I requested contact details, but the rapporteur informed that she does not have a contact email only by phone and requested the replacement of the material.

Manufacturer narrative:
H.6. Investigation summary: customer returned (10) 1cc, 6mm, 31g syringes in a sealed poly bag from cat # 324918. Customer states that the lot information, validity and manufacture did not come in the package. The returned poly bag was examined and exhibited no lot number, manufacturing date, or expiration date information printed on the poly bag. Unable to perform DHR check for label information missing due to unknown lot number. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the polybag is formed from a roll of web that is mounted on a spindle and threaded through a series of rollers. The printer applies the lot code and date information in the appropriate location. The web is then manipulated so that it wraps around a metal tube and the sides of the web overlap along the front of the tube to be sealed. The sealing jaw forms the polybag bottom, as well as the top of the previous bag. The syringes drop by gravity through the tube coming to rest on top of the jaw. When the polybag is released, it is dropped by gravity onto a chute. As there is no batch number, it is not possible to review the quality notifications or maintenance dispatches for this material. A root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H other text : see section h.10.

Event description:
It was reported that the syringe 1ml 31ga 6mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter, translated from portugese to english: customer informs that his son makes use of ultra fine ref (B)(4). Reported that he made the purchase yesterday at the pharmacy, of a package with 10 units and the lot information, validity and manufacture did not come in the package. I requested contact details, but the rapporteur informed that she does not have a contact email only by phone and requested the replacement of the material.